Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the intuitive surgical, inc (isi) technical support engineer (tse) to state that the image light intensity was low. The tse had the customer check the light guide cable connection status. The customer stated that it was connected well and could see the light in the illuminator port. The procedure was converted to laparoscopic surgery. Isi followed up with the initial reporter and obtained the following additional/updated information regarding the reported event: the ports were placed prior to the issue being identified. The system functionality was checked upon powering on the system and errors were displayed. Isi technical support was contacted for troubleshooting; however, full troubleshooting was not completed. The procedure was converted to laparoscopic surgery. There was no injury to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During the fse visit, the problem was reproduced. The fse checked the brightness setting and found its value was low. The image was too dark to look at. The fse restored the brightness factory setting. The image became normal. The customer was sure that the system worked normally after being powered on. No errors were displayed. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation.